Event description:
It was reported that the device and lead were explanted on (B)(6) per an infection. The manufacturer¿s representative (rep) further noted that prior to explant he was asked to turn the patient¿s device off because it was going to be explanted but he didn¿t know what symptoms the patient was experiencing or what the cause of the infection was.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).